Event description:
Facility administrator (fa) reports one incident of a blood leak with a ca 210 dialyzer. It was during the 17th use of the dialyzer. The estimated blood loss was 150cc. Treatment was continued with new disposables without incident. Facility administrator stated that there was no patient injury or medical intervention associated with this incident.